Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that externalized conductor on the rv lead was observed upon fluoroscopy imaging. The physician was considering either lead replacement or continue monitoring. The patient was stable and being monitored.

Event description:
New information states that the right ventricular lead was capped and replaced on (B)(6) 2020 for insulation anomaly.

Event description:
New information received on 10 mar 2020 indicating that the patient was stable before, during, and after the procedure.